Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating that there is no audio from fetal monitor when used with sensor. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips authorized service personal (asp) evaluated the device and found that the ultrasound (us) sensor produced no sound. The issue was replicated on site by comparing the reported us sensor with another sensor and performing a cross-check test. The probable cause of the malfunction was determined to be a defective us sensor and display cable. The asp replaced the us sensor and display cable from user stock to resolve the issue. Device function was checked and found to be normal. The system was returned to service. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.